Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 426 mg/dl at the time of incident. Customer reported that they received motor error alarm. Customer reported that the drive support cap was normal. Customer stated they did not received motor position encoder error. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to complete rewound the insulin pump. The insulin pump will be returned for analysis.